Manufacturer narrative:
Device eval is in progress. Add'l info will be submitted once the quality investigation is complete.

Event description:
It was reported that a radiolucent angle drive was cracking at the top and chipped. There was no pt involvement; no adverse consequences was associated with the device.